Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the 180 scope did not show an endoscopic image due to a faulty operational amplifier on the printed circuit board. There has since been a design change to prevent reoccurrence.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility for an onsite evaluation/repair of the suspect device. The fse was able to confirm the reported problem and assigned the cause to defective cables.

Event description:
A user facility reported to olympus that they were unable to obtain an image while using the cv-190 with a maj-1430 cable and an olympus series 180 scope. The problem, as reported to olympus, occurred during preparation for use for an esophagogastroduodenoscopy (egd) procedure. There was no patient injury or harm, associated with the problem, reported to olympus.